Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no slow alarms during battery change. There was moisture damage on the electronics. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 202 mg/dl at the time of incident. The customer stated that she received an alarm saying that the battery change was too slow and the pump fell in the sink with water. She stated that the pump seemed okay after dropping it in the sink but when she tried to change the battery the buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.